Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system disabled the smart pass feature due to low amplitude, leading into t wave oversensing and multiple inappropriate shock. The system was reprogrammed and remains in service. No additional adverse patient effects were reported.